Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to ramp up on their own after letting to of the up arrow button while attempting to bolus. Customer's blood glucose was 287 mg/dl. Customer reports of being caught in the rain, but insulin pump was under clothing. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up or moisture damage under lcd screen, electronic assembly or motor noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.